Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, an increase in impedance on the right ventricular lead has been observed. Lead damaged is suspected but not confirmed. The patient was stable and will be monitored.